Event description:
It was reported that in (B)(6) 2013, the right atrial lead was repositioned after becoming dislodged during a post-implant x-ray that required extraneous arm movements. On (B)(6) 2014 the lead was explanted and replaced since lead dislodgement occurred again.